Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ping meter read inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests his blood glucose 10x daily and his results are usually around "150-180 mg/dl." The patient manages his diabetes with insulin through pump therapy (type not specified). The alleged issue began on the late afternoon of (B)(6) 2012. The patient reported blood glucose results of "74 mg/dl" with the subject meter and "25 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Prior to the reported issue, the patient claims he felt symptoms of shaking, sweating, incoherent and just "acting funny." Emergency medical services (ems) was contacted and arrived within minutes. The patient was administered a glucagon injection as treatment. Shortly after, the patient reportedly felt better. Earlier that same day, the patient reportedly obtained blood glucose results around "150-158 mg/dl" with the subject meter which were within his usual range. Around 5am the next morning, the patient reportedly felt similar low blood glucose symptoms and ems was contacted again. The patient obtained blood glucose results of "55 mg/dl" with the subject meter and "49 mg/dl" on the ems meter, performed within 30 minutes of each other. About 30-40 minutes later, the patient reportedly obtained results of "168 mg/dl" with the subject meter and "113 mg/dl" with the ems meter. Treatment was not specified at that time. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Although the patient was treated by a health care professional (hcp), there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms occurred before the alleged issue first began. There is no evidence of a delay in treatment as a result of the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.